Event description:
On (B)(4) 2013, the reporter contacted lifescan (B)(4), alleging error 4 and an error 2 message when she applies her blood on the test strips her meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.